Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Spouse reported that the sensor did not notify them how many hours they have left before the sensor will expire and also the notification on the 12hrs grace period.

Manufacturer narrative:
(B)(4).